Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: (B)(6) 2022. Sampling from: all channels. Cfu: 3cfu. Bacterial identification: coagulase negative staphylococcus, champignons filamenteux. Sep (B)(6) 2022. Sampling from: biopsy ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: suction ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: a/w ch. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for three (3) colony forming unit of coagulase-negative staphylococci. The user facility was unable to provide additional information regarding the cleaning, the disinfection and the sterilization processes of the scope. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for 31 colony forming unit (cfu) of escherichia coli. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.